Event description:
It was reported that the customer "has issues with getting charging cord in the usb port." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.